Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a f/u report. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. During the procedure, the physician experienced the device coming out of the artery once the finish arrows were lined up. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.